Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the valve load, a crown overlap involving the second node was observed. Subsequently, the valve and delivery catheter system were inserted into the patient and an attempt was made to deploy the valve to approximately the fourth or fifth node. Due to the depth, the valve was recaptured. The valve was deployed a second time to 80% and what appeared to be a double density appeared on the non-coronary cusp side of the valve frame. The c-arm was adjusted to better visualize the double density; however, an infold could not be confirmed. Per the physician, an infold was suspected in the valve frame. The valve was recaptured and withdrawn from the patient. A new valve was implanted in the patient. Following the procedure, the first valve was inspected on the table and an infold could not be visualized. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID (lot: 12230457); product type: ; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.